Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support to unload the left ventricle. The patient was also under ECMO support. There were no problems during preparation. Once the impella cp started, "high purge pressure" and "purge system blocked" alarms triggered. There was no leak in purge tubing, no visible thrombus in lv or aortic root, good position across the aortic valve, no structure on outlet. They decided to change the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the high purge pressure has been completed since the original report was filed. The console was returned for investigation. The cause of the high purge pressure issue was due to biomaterial ingestion in the purge gap near the bearing side per field investigation and data log review.